Event description:
T-wave oversensing (intermittent), the physician changed the sensitivity settings to 0.45ms to prevent t wave oversensing after observing it at telemetry ((B)(6) & (B)(6) 2025). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).